Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported constant downstream occlusion alarm which was not reproduced. Evaluation found the pump was able to run an infusion as designed. The pump did not exhibit any false downstream occlusions and each time a downstream occlusion was intentionally introduced the pump alarmed and was able to auto-restart upon removal of the occlusion. The symptom was confirmed through review of the event history log, however no component causality was found. The device was monitored through the repair process to ensure proper occlusion detection.

Event description:
It was reported that there was no patient involvement or injury with this device.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. Any patient involvement, injury or medical intervention is unknown.